Manufacturer narrative:
Sections with additional information as of 22-jul-2024: g1: reporting contact first and last name updated from ¿(B)(6)¿ to ¿(B)(6)¿; reporting contact email updated from ¿(B)(6)¿ to ¿(B)(6)¿. H10: syringes were returned - unable to ship returned product to the manufacturer, due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating that the 29g syringes did not aspirate. Customer stated that needle seemed like it does not have a hole to pull in the medication. Customer is not a diabetic and she uses the syringes for her injectable migraine medication. The package was not open or damaged when received by the customer. The package was opened by the customer on or around (B)(6) 2024. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical intervention related to the use of the product was reported.